Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited oversensing, noise and pacing inhibition. It was further reported that a perforation occurred. The implantable pulse generator (ipg) was exhibiting oversensing and pacing inhibition. Upon going back into the pocket, the physician noticed some blood and ¿gunk¿ in the header of the device but was not sure if that was the cause of the issues. When attempting to reposition the rv lead, the helix would not retract. The physician elected to replace the device and lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.